Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# 0209550015, implanted: (B)(6) 2015, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3888-33, lot# 0209550227, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# 0209550227, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# 0209550015, implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare provider of a foreign clinical study reported the patient had a loss of stimulation. The leads were repositioned on (B)(6) 2015 as an intervention. Etiology and outcome were not reported but have been requested. Additional information from the healthcare professional of the clinical study reported no diagnostics were done and the event was considered resolved without sequelae. Etiology was due to the leads and the event was considered related to the device or therapy and possibly related to the implant procedure. Additional information received from the healthcare professional (hcp) of a clinical study reported that there was increase of back pain due to loss of stimulation. There was migration of the leads and they were repositioned due to loss of stimulation. Interventions included surgical treatment.